Event description:
It was reported by the company representative: when the caregiver was transporting sara lite without patient on the lift, the leg of the chassis broke off. Lift was taken out of use for service. Ref MFR report 9681684-2014-00031.